Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient¿s cgm was reading 155 mg/dl and the bg meter was reading 90 mg/dl. The patient self-treated with 14 units of novolog insulin and then decided to go to breakfast with his brother. While driving, the patient passed out. The patient¿s brother was able to take control of the car and prevent it from crashing. Once the car was stabilized, the patient was sent to the emergency room (information on how the patient got to the ER was not available). At the ER, the patient¿s bg was confirmed to be low but no cgm or bg meter values were provided. No treatment or medication details for this event could be recalled by the patient. Upon regaining consciousness, the patient had a headache. Therefore, the patient underwent a CT (computed tomography) scan and had blood work done. The patient was monitored in the hospital overnight. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.